Event description:
The pt reported that after a scan two areas of skin on the inner thighs, one on each leg, was red and hot to the touch. Later it was reported that in this area of red skin a blister formed on both legs. The size of the blisters was approx the diameter of a pingpong ball. The operator of the system reported that padding was not used between the pt's thigh as is required in the operator's manual of the system.